Manufacturer narrative:
(B)(4). Evaluation summary: visual and scanning electron microscopy (sem) inspection/analysis were performed on the returned device. The reported tear was confirmed. The reported leak could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported complaints and the noted longitudinal rupture in the balloon proximal to the distal balloon marker on the returned device appear to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation and aspiration of a 2.5 x 15mm trek balloon dilatation catheter (bdc), a leak at the proximal seal and a single balloon puncture were noted. A 2.5 x 15mm non-abbott bdc was used to successfully complete the procedure. The patient is doing fine. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.